Manufacturer narrative:
Event date is estimated.

Event description:
Manufacturer reference report number #: 1627487-2021-14393. It was reported that the patient experienced a fall and subsequently during surgery, a fractured lead with high impedance was discovered. It is unknown which lead was fractured therefore both leads were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient has effective therapy with the non-fractured therefore no further intervention is planned.